Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
There is no additional information available.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported since no metal wires were exposed. This medwatch is being voided.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported since there were no metal wires exposed. This medwatch is being voided.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the relign handpiece cord had exposed wire. There was no patient harm/injury. There was no surgical delay. There was no medical intervention/ additional surgery required. Due diligence is in progress, no further information is available.